Manufacturer narrative:
The sureform 45 stapler instrument was received for failure analysis. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed tears to the stapler's wrist cover, but there were no missing pieces that would have resulted in fragments. The returned fragment was not confirmed as being detached from the returned instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a piece of plastic fell out of the sure form 45 curved-tip stapler instrument during the last stapler reload fire. The instrument had been used several times earlier in the case without any problems. The stapler instrument was removed immediately and the piece of plastic was recovered through an assist port with a grasping forceps instrument during the same surgical procedure. The sure form 45 curved-tip stapler instrument did not collide with any other instruments during the case. Upon removal of the stapler instrument through the cannula, the surgical staff did not feel any resistance. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sure form 45 curved-tip stapler instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. .